Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an internal battery alarm continuously present on the power module was confirmed. The power module, serial number (B)(6), was evaluated at the european distribution center. When the unit was powered on, the internal battery alarm was active. The battery was noted to be expired and replacing it resolved the issue. Preventative maintenance was performed, and the unit was returned to the rental pool. Reported information stated the power module was exchanged. The root cause of the reported event was due to user error by using an expired battery. Incidental findings: connecting the patient cable with controller causes a short alarm and the yellow wrench symbol to light up. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. The heartmate 3 IFU 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The heartmate power module IFU section 11.0 ¿routine maintenance¿ instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 IFU section 4 - ¿system monitor¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an internal battery alarm was continuously present on the power module. The power module was exchanged.